Event description:
It was reported that the device diagnostics are showing atrial high rates 15 seconds after mode switch. However none of the episodes appear to be fast atrial rates. The histograms do not indicate much pacing at faster rates. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.